Event description:
It was reported that a patient has shown an inflammatory response to twinfix ti 5.5 anchor.

Manufacturer narrative:
Device is not being returned for evaluation. When sensitivity is anticipated, appropriate preoperative testing should be conducted. Known hypersensitivity to the implant material. These elements are titanium, aluminum, and vanadium (ti, al, and v). Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation¿.